Manufacturer narrative:
The harmonic ace insert involved in this complaint has been received and tested by failure analysis and found to have a broken blade. The blade broke at roughly 0.61 inches from the base. The broken piece was not returned. The components adjacent to the broken blade did not show damage. Additionally, the instrument failed the energy recognition test. The insert was attached to an in-house instrument and placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument was connected to an in-house energy generator. A torque wrench was used to tighten the assembly until it was as tight as it could be (clicking sounds). The instrument failed the energy recognition test, generating a message noting, "tighten assembly" on 3 out of 3 attempts. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, instrument was not recognized. The procedure was completed with no reported injury.

Manufacturer narrative:
Isi followed up with the initial reporter who confirmed that no fragments fell into the patient as the damage occurred outside of a surgical procedure. Consequently, no actions were required to address fragments within the patient. The patient has not returned to the hospital for any post-surgical complications related to the retention of foreign material.

Event description:
Refer to h11 for follow-up information.